Manufacturer narrative:
The returned product was evaluated and a the device found to have generated a 0x42 alarm. The cause of the alarm was likely due to a rotational sensor malfunction. Follow up MDR required to report results.

Event description:
Update: the patient¿s mother reported that her son was hospitalized with diabetic ketoacidosis while wearing a pod. The patient was placed on an insulin sliding scale. The next day, a new pod was applied and his blood glucose (bg) level rose to 20 mmol/l and so the sliding scale was reapplied. A possible issue with pdm was suspected. The mother expressed concern over the functionality of the personal diabetes manager (pdm) and requested an investigation based on the diasend report not matching the bolus insulin delivery record contained within the history of the pdm.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The mother reported her son's blood glucose reached high (>500 mg/dl) and was hospitalized with diabetic ketoacidosis. At the hospital they placed him on an insulin sliding scale and was taken off the next day.